Event description:
It was reported that excessive battery discharge was observed. The device will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.